Event description:
It was reported that prior a biopsy procedure, the needle was allegedly broken. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to have blood residue throughout and the device was returned half primed condition. On functional evaluation, the device was able to fully primed with no issues. On further evaluation, the device was cocked and fired into the chicken breast for 3 times with each trigger, for a total of 6 tests. All 6 samples were obtained with no issues. Therefore, the investigation for the reported break is unconfirmed as the break was not noted during the visual evaluation. A definitive root cause for the alleged break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 10/2023), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 10/2023.

Event description:
It was reported that prior a biopsy procedure, the needle allegedly broken. There was no patient contact.